Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the pool with the insulin pump and it started beeping and the display got black, when they removed the battery, the battery compartment was wet and insulin pump screen shows an open book image. Customer's blood glucose value was 146 mg/dl. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a missing segments or partial display on the lcd screen due to signs of previous moisture presence and corrosion on electrical board on the right side of the lcd display and on electrical board on the lcd connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a vertical crack in the battery threads located above the left belt clip rail.